Manufacturer narrative:
02/19/1998- supplemental #2 sent to FDA.

Event description:
During a bcir procedure, the device locked on the tissue. The surgeon removed the device with manipulation with no pt injury.